Event description:
It was reported that the patient had fallen. The patient presented to the clinic for a routine follow up and loss of ventricular capture was noted. The patient was asymptomatic but it was suspected the lead had dislodged. On (B)(6) a chest x-ray confirmed the lead had dislodged. The lead exhibited intermittent sensing. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.